Event description:
The device was received and analysis was performed. No information was provided with the device.

Manufacturer narrative:
The analysis of the device was re-visited to reflect that cause of the reset-low battery failure in the lab. It was concluded that there was pump motor corrosion and feedthru anomaly. The pump did reach eri (elective replacement indicator) for time elapsed which is a normal operation. The pump battery passed testing. The h6 evaluation codes remain the same/unchanged.

Manufacturer narrative:
Final analysis of the returned device concluded a s2 low battery reset (lbr) that occurred during the battery command test (bct). Lbr was believed "to have caused by a temporary short across the moor wire feedthrus". M1 feedthru showed signs of residue and dark residue surrounding motor wires feedthrus were observed. There was evidence of residue in m1 insulating glass. Analysis further noted that eri (elective replacement indicator) occurred in the field while the lbr occurred in the lab during the bct. Drug delivered via the device per analysis was sufenta. (B)(4).